Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. It was reported some needles would not allow air out. To aid in the investigation, five samples with two opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The five samples did not expel the solution; these needles are clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305916, lot 2195356. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2195356 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. During the history review, other lots were identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "bd support, please advise on next steps as we have experienced a care event using the 25gx1â¿? Eclipse needed. We do have the lot pulled to the side and can send in examples for qa. There was a faulty needle that would not advance into the patients arm. Per this location, this has happened multiple times with this brand. The lot # is 2195356 and expiration 6/30/2027." ¿ unfortunately, our normal needle the 25-gauge 1 inch eclipse needle has been on back order per our material associate and will not be available to order until nov 6th. ¿ the only 1 inch we have is the bd safetyglide needle that we are having issues with. ¿ I have instructed the team to place the needle on the syringe and push the air out to get a bubble at the tip of the needle to ensure it is allowing the vaccine to inject before sticking the patient. ¿ I do have a couple of the needles that are faulty. Please let me know where to send and I will get them sent into bd.